Manufacturer narrative:
This report is submitted on 25 november 2020.

Event description:
Per the clinic, the patient experienced a loss of osseointegration. Additional information was requested but not made available as of the date of this report.